Manufacturer narrative:
Additional information: the device was not available; therefore, product evaluation on the actual device cannot be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility test. In addition, the shipment history was reviewed. The device was shipped to the customer 11 months prior to the expiration date listed on the package. The IFU (ous) states that the expiration date on the device package (tray lid) is the sterility expiration date. In addition, there is a sterility expiration date that is clearly indicated on the outside of the unit carton. Sterility is assured if the tray seal is not broken, punctured or damaged until the expiration date. This device should not be used past the indicated sterility expiration date. Based on the reported information and current investigation findings, a device malfunction could not be confirmed or identified. The root cause of the reported event was due to failure to follow proper implantation instructions. MFR# reference: (B)(4).

Event description:
It was reported that the patient underwent a left eye trabecular micro bypass stent system procedure. Postoperatively, it was discovered that the expiration date for the implanted stents was listed approximately 5 months prior to implant date. Reportedly, the expiration date was not verified prior to the implantation of the stents. Additional information received noted that at 3- month postop, the patient¿s iop was ¿stable at normal pressure as expected¿. Per report, there has been no postop abnormalities and no inflammatory reaction has been observed postoperatively. The surgeon plans to monitor the patient closely through follow-ups.